Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the scrub nurse handing the reload to the device, she pressed the close trigger to close the anvil jaw and gave to the surgeon in a trocar. The surgeon pressed the release button to open the anvil jaw ready to use in the tissue but the jaw didn¿t open. They tried again and again to open the jaw but it was still closed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch #: the ec60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge not loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Further analysis showed that the cartridge was returned with 11 drivers missing and 1 driver out of position making the reload non-functional. Although no conclusion could be reached on what caused the drivers to fall. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as the device opened and closed without any difficulties noted.